Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high/undefined pacing impedance. Noise was indicated and a fracture was suspected. Repro gramming was performed to turn off therapies. The lead was capped and replaced. No patient complications have been reported as a result of this event.